Event description:
It was reported that a large volume infusor leaked. This occurred before patient use. The device was filled with benzylpenicillin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured december 2, 2014 to december 3, 2014. The device was received for evaluation. Visual inspection identified fluid inside the bag that contained the device. Further visual inspection revealed broken tubing at the junction of the distal luer. A portion of the broken tubing remained inside the solvent-bonded area of the distal luer. The cause of the leak was determined to be the broken tubing. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.